Event description:
Same case as MDR ID: 2134265-2015-03241. It was reported that a rotawire became stuck in lesion and tip detachment occurred. The 75% stenosed, 30x3.4x2.3mm target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 1.50mm rotalink¿ plus and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, ablation was performed 5 times at 180,000rpm at 15 seconds per ablation and the rotational speed was down about 5,000rpm. After the burr was removed from the patient, it was noted that the radiopaque portion of the rotawire was detached. The detached portion was attempted to be removed but they failed to do so. As per the physician, the detachment of the rotawire was possibly either from the contact of the burr to the rotawire at the ostial of the lcx or the rotawire was trapped by vessel due to the spasm of the distal end of the lesion during the exchange of the rotawire. A 2.25x12mm non bsc stent were deployed and held the edge of the detached portion and the procedure was completed. There were no patient complications reported and the patient's condition was good and was discharged from the hospital.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The visual inspection was performed and the device presents a distal end kinked at approximately 325.3cm from the proximal end, and the distal end broken at approximately 326.3cm from the proximal end. Additionally, the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03241. It was reported that a rotawire became stuck in lesion and tip detachment occurred. The 75% stenosed, 30x3.4x2.3mm target lesion was located in the severely tortuous and severely calcified distal left circumflex artery (lcx). A 1.50mm rotalink¿ plus and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, ablation was performed 5 times at 180,000rpm at 15 seconds per ablation and the rotational speed was down about 5,000rpm. After the burr was removed from the patient, it was noted that the radiopaque portion of the rotawire was detached. The detached portion was attempted to be removed but they failed to do so. As per the physician, the detachment of the rotawire was possibly either from the contact of the burr to the rotawire at the ostial of the lcx or the rotawire was trapped by vessel due to the spasm of the distal end of the lesion during the exchange of the rotawire. A 2.25x12mm non bsc stent were deployed and held the edge of the detached portion and the procedure was completed. There were no patient complications reported and the patient's condition was good and was discharged from the hospital.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).